Event description:
But, after that--I've had 29 surgeries ma 'am. Like I said I've had 29 surgeries on my spine. I've got steel plates and bolts and every other stupid thing inside of me. Regarding stim, he had a lead revision 2002 (B)(6). The notes do not say why. 2002 (B)(6), he had a laminectomy to place a surgical lead. This was done because the doctor wanted more options for programming and felt this lead would address the pt's pain better. Pc placed to dr. (B)(6) at (B)(6). He said that the patient came to him not long ago from another doctor in (B)(6) and he never received records. He has no history of information on any surgeries.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient that noted that the patient has had 27 surgeries. (This information is conflicting with previously reported information).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2017-03-27. The consumer asked for the name and number of a health care professional (hcp) that was previously provided to the patient. This information was provided during the call. It was reported that the patient was in a ¿world of pain¿ and had a history of 27-45 surgeries.

Event description:
Additional information was received from the consumer on 2017-04-24 reporting that they were answering the follow-up letter they had received. The patient weight was reported to be (B)(6). Additional information was received reporting that the patient was on senokot as well as the medications provided by their drug delivery system. No further complications were reported.